Event description:
During the transfemoral tavr procedure, a 23mm sapien xt valve was prepared in normal fashion with 17cc of volume. Movement of the xt valve during deployment resulted in the valve landing 90:10 aortic/ventricular (a/v). Post deployment, moderate to severe paravalvular leak (pvl) was noted. A second xt valve was deployed 80:20 a/v, reducing the pvl to mild. The rest of the procedure was reported to be routine. The patient was stable throughout the procedure and transferred in stable condition. There was no perceived cause of the valve movement during deployment. Coaxial alignment of the delivery system and valve and the image intensifier angle were noted to be good for both valves. The annulus valve area measured 376mm2 with severe annular calcification, mild native leaflet calcification, and no aortic root calcification noted.

Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien xt valve too aortic has the potential to contribute to suboptimal coaptation of the sapien xt valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the exact cause of the malposition cannot be confirmed. It is possible that patient factors (severe annular calcification and mild native leaflet calcification) may have contributed to the malposition of the first valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.